Manufacturer narrative:
H.6. Investigation: 243 customer samples were returned from the customer facility for evaluation. No photos were returned. All customer samples were inspected with 0 visible defects. A draw test was performed at the manufacturing site on the 30 customer samples that were returned in bags, with 18 tubes weighing above the specification limits. One completely wrapped shelf pack was included in the returned samples, 20 tubes were tested from this group and all weights are within specification limits. 10 production lot in-house samples were tested with all weights being within specification limits. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met.

Event description:
It was reported that tubes were overfilling during use with a bd vacutainer® sodium fluoride potassium oxalate (fx) blood collection tubes. The following information was provided by the initial reporter: the customer is stating that 1/3 of the tubes are overfilling. The have pulled the lot from the ER. Pt identifiers are not available.

Manufacturer narrative:
There were multiple 510k numbers reported to be involved. The information for the additional device type is as follows: PMA / 510(k)#: k901449. A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that tubes were overfilling during use with a bd vacutainer® sodium fluoride potassium oxalate (fx) blood collection tubes. The following information was provided by the initial reporter: the customer is stating that 1/3 of the tubes are overfilling. The have pulled the lot from the ER. Pt identifiers are not available. Occurrence qty: unknown.